Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: a review of the pump black box history showed consecutive power events associated with a cartridge change on (B)(6) 2014; the voltage recorded in the black box was above the battery warning level. The pump battery compartment and cap were observed to be undamaged and successfully maintained electrical connection during testing. The pump was exercised without overheating or power issues. The complaint of a temperature issue was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump became hot. The reporter indicated that there was no noted damage or moisture ingress to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.